Event description:
The colonovideoscope was returned to the service center with a report of no customer allegation. During testing the service center technician indicated that corrosion at nozzle was found. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely that cause traced to degradation a problem that occur when the device becomes worn, weakened, corroded, or broken down due to processes such as aging, permeation, and corrosion. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.